Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of the complaint. The customer appears to indicate that a leakage was observed from the connection of a bd extension set; however no further information was available regarding the product code or lot number of the affected product. Without the model code or lot number of the affected product it has not been possible to determine the manufacturing site for the alleged defective bd product and therefore it has not been possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd tiva extension set experienced leakage. The following information was provided by the initial reporter: tiva kit set up, while flushing there was a leak from one of the lines. Kit was changed and no further issues detected.

Event description:
It was reported that the unspecified bd tiva extension set experienced leakage. The following information was provided by the initial reporter: tiva kit set up, while flushing there was a leak from one of the lines. Kit was changed and no further issues detected.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: a lot # of c842820648859 was provided. No material/catalog # was provided however, and the validity of the lot # can not be confirmed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: a lot # of c842820648859 was provided. No material/catalog # was provided however, and the validity of the lot # can not be confirmed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the unspecified bd tiva extension set experienced leakage. The following information was provided by the initial reporter: tiva kit set up, while flushing there was a leak from one of the lines. Kit was changed and no further issues detected.

Event description:
It was reported that the unspecified bd tiva extension set experienced leakage. The following information was provided by the initial reporter: tiva kit set up, while flushing there was a leak from one of the lines. Kit was changed and no further issues detected.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2021-02964 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.